Manufacturer narrative:
Reliability analysis inspected four opened/used enlite sensors and performed testing. One of four sensors passed per specification with accurate readings. However, the three remaining sensors had a bent cannula. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the transmitter light did not flash when connected to the sensor. The test plug procedure was done and the transmitter passed. Customer was advised to remove the sensor and it was found the cannula was missing. The customer stated there was pain when sensor was inserted but the introducer needle was not hard to remove. Blood glucose value was 6.4 mmol/l. The sensor would be replaced and returned for analysis.